Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The lead exhibited a high threshold of 5.0 v and a high pace impedance of 1800 ohms. The lead was replaced, and the procedure was successfully completed without any reported adverse patient effects. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The lead exhibited a high threshold of 5.0 v and a high pace impedance of 1800 ohms. The lead was replaced, and the procedure was successfully completed without any reported adverse patient effects. The lead is expected to be returned for analysis.